Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: the surgeon is experienced with the device.

Event description:
It was reported that during a laparoscopic colorectal surgery, after the device was fired, there were no staples but had a good cut line. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was disposed of by the hospital.